Event description:
Reporter alleged discrepant back-to-back blood glucose results of 301 mg/dl, 364 mg/dl, 266 mg/dl, 240 m/dl, and 177 mg/dl when tests were performed within 10 minutes apart on the advantage system. The location in which the testing was performed was not provided. The customer did not change treatment as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent. Caller used 2 different lots of strips for testing and is unsure of which lot produced the reported results.

Manufacturer narrative:
This medwatch is for suspect strips lot 549250. Reference medwatch with a1 patient is for suspect strip lot 548989.